Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had the pump flow going to zero while all other parameters were stable. At the time, the pump speed was 5800 rotations per minute (rpm), pulse index was 3.1, pump power was 3.5 watts (w), their mean arterial pressure (map) was in the 60's, and their central venous pressure was 11. When the flows dropped to zero, the intensive care unit (ICU) staff exchanged the patients primary controller to their backup controller. From the log files, it was observed that the flow dropped to zero at 0300 and the controller was exchanged at 0319 with no improvement in pump flow. The speed was decreased to alleviate any possible suction that may have been occurring at the time but there was no change in flow. The patient then underwent a pump exchange and the issue was resolved. The event log from the primary controller did not capture unusual activity until (B)(6) 2022 at 0259 when the flow suddenly dropped to 1.7 liters per minute (lpm) then to zero. During the low flow events, the pulsatility index (pi) was non-variable. It was also noted that the pum was running in the 4w range prior to the low flow events then dropped to 3w. There were no flags in the background to indicate any pump malfunction such as rotor instability. It appeared that the controller was exchanged on (B)(6) 2022 at 0319 that showed the calculated flow at zero and the pump powers in the 3w range. The log files from the backup controller also contained no flags to indicate pump malfunction. The patient was clinically and hemodynamically stable during the low and no flow events and required no treatment besides the controller exchange. As of (B)(6) 2022 the patient was hemodynamically stable with mean arterial pressure (map) of 65-70 but remained critically ill with need for right ventricular assist device and mechanical ventilation.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6).evaluation of the submitted log files confirmed low flow events; however, a direct cause for the low flows could not be conclusively determined through this evaluation. The controller event log file submitted from the patient's primary system controller contained events from 25oct2022 to 27oct2022. The pump appeared to operate as intended at the set speed for the duration of the log file. The log file recorded the flow operating at a baseline range until starting to decrease on (B)(6) 2022 at 02:59:39. Approximately 12 seconds later, the log file recorded the flow at approximately 0 liters per minute (lpm). The flow never recovered for the remaining duration of the log file. The primary system controller was exchanged to the backup system controller, and approximately 1.5 hours of additional events from 27oct2022 were reviewed. Despite speed changes, the flow remained at 0 lpm for the duration of the log file. (B)(6) was returned assembled with the pump cable severed approximately 10 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The outflow graft assembly and the apical cuff were not returned. Examination of the inflow cannula revealed no adhered depositions or thrombus formations that would have contributed to the loss of flow through the device. The textured blood-contacting surfaces in the interior of the pump cover revealed no adhered depositions or thrombus formations. The pump rotor and rotor well revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The evaluation of (B)(6) did not reveal any issues that would have contributed to the reported event. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the right heart failure existed before the lvad implant and no lvad related issue caused or contributed to the right heart failure.